Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient went to the clinic due to patient alert with noise signal on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.